Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pairing issue between pump and mobile device, software error. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-1880l, mmt-6101, mmt-332a, mmt-7040a, mmt-864a. Troubleshooting was performed for loss of connection between pump and mobile device and the issue was not resolved. Insufficient information, no escalation required. Troubleshooting was performed for "oops, something went wrong screen" force closing and relaunching the app resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was not performed for low blood glucose (bgs)/over delivery. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1880l. No product return is required for mmt-6101. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-864a.